Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard filter was deployed at an unknown location. Approximately ten years and seven months of post deployment, the patient presented with epigastric abdominal pain. On the same day, a computed tomography (CT) abdomen and pelvis with intravenous contrast showed that there was an inferior vena cava filter, possibly of the bard type was present caudal to the level of the renal veins. There was probably minimal extra caval extension of the caudal spokes of the filter, some of which projected near the adjacent posterior margin of the aorta and proximal right iliac artery. The proximal cap of the filter was tilted anteriorly and rightward and lay near the right and antero-lateral margin of the inferior vena cava. No inflammatory change or fluid density was projected above the inferior vena cava. Using computed tomography (CT) size criteria, non-pathologic lymph node was projected between the aorta and inferior vena cava at the level of the inferior vena cava filter and no adenopathy was demonstrated. Therefore the investigation is confirmed for perforation of inferior vena cava (ivc) and filter tilt. However, the investigation is inconclusive for filter migration. Based on the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for prophylactic placement before undergoing major abdominal surgery. At some time post filter deployment, it was alleged that the filter migrated and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.